Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported e315 scope error with no image involving an olympus video system center. There were no reports of patient harm. The customer contacted olympus technical assistance support (tac). It was advised to remove videoscope cable and restart the devices. Upon starting up, the image was visible and error cleared. The customer informed tac of the event. The device will not be returned to olympus for evaluation.